Event description:
It was reported that the right ventricular lead exhibited over sensing. The lead was capped and replaced. No patient symptoms or additional information could be obtained.

Manufacturer narrative:
(B)(4).